Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/20/2009 by fax and mail. A completed questionnaire was received on 07/30/2009.

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the posterior capsule broke after the iol was inserted. The wound was enlarged to remove and replace the iol with another model iol. A vitrectomy was also performed. In a follow-up, surgeon reported that the leading haptic broke the capsule.